Manufacturer narrative:
Clarification to d6a: implant date was reported as 2010. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device analysis results: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed crack of diaphragm valve assessed as cracked valve seat diaphragm valve. As per the investigation procedures, creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.